Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The directions for use state this model lens is intended for placement in the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a literature article titled, clinical outcomes and intraocular pressure (iol) control after scleral-glued intraocular lens (iol) insertion in eyes with pseudoexfoliation (pxf), that the scleral glued surgery is a good option for fixating an iol in eyes with pxf and poor zonular integrity or absent capsular support. Special attention should be placed on iop control following surgery. This report is regarding one of three eyes which were complicated by optic capture, all of which involved one model scleral-glued iol. This case was complicated by recurrent episodes of optic capture starting at postoperative month one and initially managed with pupillary dilation and nd:yag peripheral iridotomy, but eventually required a surgical pupilloplasty at postoperative month fourteen. There are three medical device reports associated with optic capture in this article. This report is associated with the second eye with optic capture reported in the article.